Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of procedure was not completed.

Event description:
It was reported to boston scientific corporation that a habib cable was used in the bile duct for clearing the bile duct of malignancy during a radiofrequency ablation procedure performed on (B)(6) 2025. It was reported that during the procedure, the adaptor cable did not work, which prevented the habib catheter from delivering current. The procedure was not completed, and the patient was rescheduled. There were no patient complications reported as a result of this event.